Event description:
Pt had pump implantation for delivery of intrathecal medication in 2008. This synchro med ii pump malfunctioned, and pt came to hospital for removal the following year, replacement also done during procedure after initial one removed.